Event description:
Medtronic received information that over 5 years post implant of this pulmonary valved conduit, the valve was developing calcification and stenosis causing some pulmonary insufficiency. The patient was diagnosed with endocarditis. The patient was treated with a 6 week course of antibiotics and after the patient recovered from the endocarditis it was decided that the conduit should be explanted due to the calcification and stenosis. The patient presented to the hospital again prior to scheduled surgery and the procedure was postponed for two weeks because the patient developed a respiratory infection. The respiratory infection was resolved and the conduit was explanted. No adverse patient effects have been reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, several pieces of the conduit wall were received for analysis. Remnants of existing leaflets, on three sections of conduit wall pieces, appeared flexible. A leaflet remnant was observed on one conduit wall piece. Tops of two existing commissures were observed on two sections of conduit wall pieces. Cuts and/or tears were noted on each existing partial commissure. Glistening off white pannus lined or partially lined all conduit wall pieces. Pannus extended over the clusters of mineralization on several pieces of the conduit wall. Pannus lined the orifice of the unknown orifice section. Radiography showed mineralization in most of the conduit wall pieces. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. There was no evidence of vegetation visible on the returned valve. Reduced performance of the valve is attributed to host tissue overgrowth and mineralization. These finding are generally considered patient related conditions. The reported stenosis and regurgitation was likely due to a combination of mineralization and pannus overgrowth. (B)(6). (B)(4).